Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted: 5076 implantable pacing lead (B)(6) 2011; (B)(4) implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was observed. Three ventricular non-sustained tachycardia episodes <(><<)>=170 ms occurred between (B)(6) 2012.

Event description:
It was reported that the patient received a shock while touching an ungrounded lamp in damp conditions. Noise at 60hz was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock while touching an ungrounded lamp in damp conditions. Noise at 60hz was noted. The lead is still in use. No patient complications have been reported as a result of this event.